Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons not working) was confirmed.  Upon investigation the front response button was non-functional.  The cause for the failure was a missing response button switch. The root cause for the missing switch was unable to be identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.